Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: after turning on the device, error technical event (B)(4) occurred and a beep was heard. In the service menu, in the tests and calibration section, it is displayed that there is no +28v from the motherboard.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: after turning on the device, error technical event 244019 occurred and a beep was heard. In the service menu, in the tests and calibration section, it is displayed that there is no +28v from the motherboard.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.